Manufacturer narrative:
Additional narrative: no reported patient or surgical involvement. The exact date of device breakage is unknown; however, the issue was discovered during an equipment inspection on june 15, 2016. Device is an instrument and is not implanted or explanted. Product investigation summary: the returned trial spacers were examined and the complaint conditions were able to be confirmed in each instance as the phenolic handles were found to be loose and able to spin on the trial shaft. Additionally, the cross-pins on both handles were found to be missing. The handle material is phenolic le grade, which is susceptible to becoming brittle after being subjected to the years of thermal cycling that routinely occurs during sterilization cycles. This expansion/contraction and material breakdown can result in a loose assembly resulting in the observed complaint condition. The devices are 15+ years old; therefore, the device age is likely a contributing factor. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional check, and drawing review were performed as part of this investigation. The 9mm/10mm acf trial spacers are utilized for spacer trialing in the anterior cervical fusion (acf) system. Following distraction, discectomy, and endplate preparation, it is necessary to determine which implant is appropriate for the segment. The acf system offers parallel, lordotic, and convex spacers in sizes ranging from 5mm-12mm. Both fixed and detachable trials are available in the system. The relevant drawings for the returned instruments were reviewed: top-level and handle. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. No definitive root cause was identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device history record review: manufacturing date: december 16, 1999 - supplier- (B)(4), no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A material record report was implemented for a ¿bad etch¿ on one side of spacer. The pieces were reworked and passed final inspection. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that two (2) anterior cervical fusion (acf) trial spacers (9mm and 10mm) were found to be broken during a field equipment inspection conducted on (B)(6) 2016. At the time, the reporter indicated that the actual malfunction referred to loose and spinning instruments. There was no known patient or procedural involvement. Upon inspection of the returned devices on july 11, 2016, it was noted that the cross-pins from the handles were missing. These pins are approximately 10mm long x 0.5mm diameter and ¿could¿ potentially fall out during a procedure, especially if the handle has been subject to repeated sterilization cycles. Based upon this updated information, the complaint was re-evaluated and determined to now represent a reportable incident. This report is 2 of 2 for (B)(4).